Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
The patient was originally implanted for overall pain in the neck, knee, shoulder, and all of their joints. The patient had the pump implanted for seven months and believed that they were being undermedicated. They were receiving 1.3017 mg/day of intrathecal morphine, concentration 2.5 mg/ml. The patient reported that the therapy was not working, and they were in as much pain as they were before. The patient also stated that they beore the pump was not working. The patient was taking a fentanyl patch of 50 mcg as well as dilaudid pills prior to the pump implant, and they felt about the same. The fentanyl patch and dilaudid pills were not helping their pain control, and it was the reason that the pump was an option. The patient stated that their pain trial was awesome, and everything stopped that their joints stopped hurting. The trial was the first day the patient was out of pain ever. The first week after the patient got the pump implant, they had some relief, but this was only because the patient had a higher breakthrough medication that was taken with the pump. Other than that, there was no therapeutic effect. The patient's healthcare provider had been increasing their dose 20% each time, and they stated that could not increase the dose more than 20% each time. The concentration had not been changed and remained the same. The patient reported having middle back pain, which they had never had before. It was constant. They reported having bladder and bowel changes since (B)(6) 2015. Their bladder had changed and felt like there was pressure. They had always been constipated a lot because of their pain medicine. They were only taking 1 oxycodone per day, and they needed it. They stated that on their right side, it was like their intestine did not work, and on the left side they were backed up, and it was awful and had gotten worse. The patient had updated their hcp several times, and they had even been in tears. They reported their pump stuck out two inches because the patient was thinner. They had a follow- up appointment on (B)(6) 2015. The patient reported being on medicare and they were disabled. The patient had an original pain diagnosis and did not know what was eating their joints in 1985; they were diagnosed with osteoarthritis in 1985; they had lower back pain and a ruptured disc prior to the pump in 1985; they were diagnosed with lupus in 2000; their right leg was amputated in 2006; their left knee was replaced in 2011; they had autoimmune deficiencies in 2011; they had upper back pain and had a neck surgery in 2011. They were indicated for the following use: spinal pain.

Event description:
A consumer later reported an update from their appointment on (B)(6) 2015. They were given a personal therapy manager (ptm) that was new. Their healthcare provider reportedly "did not really up them". Their clonidine bolus was upped 19%. They were told if they used all of their boluses, it would not exceed 1.8744 mg. Their total max daily dose was 2.2341 mg/day (included boluses). The patient was allowed four boluses per day, one per 240 minutes, and one per four hours. Their morphine boluses (0.0938 mg/bolus) totaled 1.8744 mg/day if all were taken above the daily dose. Their clonidine boluses (15.66 mcg/bolus) totaled 312.81 mcg/day. The maximum daily dose with boluses was reviewed with the patient if they used all of their boluses. The patient repeated that "it was not working", and it had been eight months. The patient was told that she can go up to 10 on the morphine, and they were just now at 2 after 8 months. The patient felt they were now where they were prior to the pump with the fentanyl patch 50 mcg and dilaudid 4 mg tablets that they had been taking (3-4 per day). Their healthcare provider told them that they would be pain free in eight months. The patient was receiving intrathecal morphine 2.5 mg/ml at 1.8744 mg/day and clonidine 417.2 mcg/ml at 312.81 mcg/day. The patient's refill date was (B)(6) 2015.